Event description:
It was reported that the ventilator's air and o2 gas modules required replacement. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for on/off switch error and also alarmed for internal high temperature. Our field service engineer investigated the ventilator on site. The o2 gas module and the air gas module were found to be defective and needs to be replaced. No further information is provided and no further issues have been reported after the event. The root cause to the reported issue could not be established by this investigation.